Event description:
The iab was inserted into the pt on 4/15/97. On 4/18/97 after iabp for 72 hours, the "gas loss" alarm sounded form the system 97 pump and blood noted in the tubing. (Event complications: none from the event - reported 4/19/97.) ( pt's current status: in ICU-rpt'd 4/19/97.)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.